Event description:
In 2006, I had a lap band installed in foreign country by md. All indications were that the surgery was successful. Four months later, I was accepted as a patient by the medical center. Follow up care primarily involves adjustments to the band by injections and or, withdrawals of saline solution to achieve the optimal amount of restriction. It became apparent, after a few injections that something was wrong with my band. The restriction achieved by the injections lasted only 3 or 4 days. Each time I returned for an adjustment, the surgeon would attempt to withdraw the fluid previously injected, but found that the band had no fluid in it. After 3 occasions of coming up empty, the surgeon concluded that the band must be leaking. I had a fluorescent dye injected and had both x-rays and cat scans done in an attempt to identify the location of the leak. These procedures failed to show where the band was leaking. Since the band took 3 or 4 days to lose it's restriction, we concluded that it was such a small leak that the imaging studies were unable to locate it. In 2007, I had surgery at medical center during which the lap band was removed and replaced with a new one. I want to know what was wrong with the first band. Was the band defective to start with? Did the first surgeon install it incorrectly causing the leak? Was the bank punctured inadvertently during the adjustments made after the surgery? I want to know where the responsibility for the problem lies. I am out over alot of money in out of pocket expenses, as well as the pain, discomfort, and risk of a second surgery. Please advise. Thank you.